Event description:
While intra-aortic balloon catheter in use in pt, the balloon ruptured. The catheter was removed to prevent further induction of helium into pt. The catheter was not re-inserted into pt.